Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that the patient experienced a lack of energy and was tired for months due to the implantable pulse generator (ipg) triggering premature elective replacement indicator (eri). In addition, the battery/lead measurement readings were unavailable. Reprogramming was performed, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.